Manufacturer narrative:
(B)(4). Date sent: 05/04/2023. D4: batch # 848a38. D10: lot # 831a04. Additional information was requested, and the following was received: were there any patient consequences? ¿ yes the staple line blew out day 10 and the patient was admitted with peritonitis and had a second operation. She is currently on ICU. ¿ how was the procedure completed? ¿ using another gun in one instance. In the first case, holding the pin in place by force in order for the firing mechanism to engage. ¿ was there any surgical delay? ¿ a little yes. ¿ could you please provide more details for "not firing properly"? After the pin was engaged as one would normally do, just prior to firing the gun would not close at all. The gun was inspected to ensure the cartridge was in place, but again engaging the pin would not allow the mechanism of the gun to close. If the pin was forcefully held in position, only then did it allow the jaws to close. The staple firing was unhindered thereafter. ¿ did the device cut? If the device cut/fired, was the cut line complete? - yes ¿ did the device staple? -yes ¿ if the device stapled/fired, was the staple line complete? Yes ¿ if the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Formed. Not sure if the adverse event was due to the gun or technical error / decision making. Bit odd that it would occur on the day we had these issues though" ¿ what were the indications for surgery? Sigmoid colectomy ¿ did the patient receive any preoperative chemotherapy or radiation? No ¿ what is the surgeon¿s experience with this device? Significant, has been using device since launched ¿ what is the or staff¿s experience with this device? New staff ¿ when was the staple retaining cap removed? Removed before handing to surgeon ¿ were there any issues noted with cartridge retention during device use? No ¿ did they have to reposition the cartridge in the device prior to firing? No ¿ was the pin attempted to be advanced manually or automatically? Manually ¿ was the device difficult to close? Yes ¿ did the device click and lock closed prior to firing? Yes ¿ was the device closed and repositioned multiple times prior to firing? No ¿ was the device difficult to fire? No ¿ was the distal transection completed in one or multiple firings? One ¿ can more information be provided about staple form? No ¿ was the contour line cut out with a circular stapler to create a low end to end anastomosis? No sigmoid divison done in the adbomen ¿ if the conttour line was cut out, why does the surgeon believe the post-operative lead is associated with the contour stapler? Difficult to close and did not operate as expected ¿ what is the current status of the patient? Recovering in ward . Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload present. The reload was received fully loaded with staples, the drivers and the knife recessed below the cartridge deck, also, it was noted that reload was not properly loaded. Since, one of the tracks of reload was damaged. The ledge of the lockout showed indentation. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that to reload the device insert the new reload into the metal housing and snap it into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. It is possible that an attempt was made to close the device with a reload not properly loaded or with a spend reload, this condition would lock the device giving the impression that the device will not close. The echelon contour¿ curved cutter is designed with a feature that prevents closure if a used reload, no reload, or an incorrectly inserted reload is in the instrument. The used or misloaded reload module should then be replaced with a new reload or, if no reload was present, a reload should be loaded in the instrument. After following the above steps, any device which does not close either partially or completely should not be used. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 848a38, and no non-conformances were identified.

Event description:
It was reported that the surgeon placed the contour over bowel, closed handle and it appeared that the pin didn¿t engage, a new reload tried with same thing. Another gun opened and again it appeared that the pin would not engage and therefore the gun couldn¿t be fired. Procedure: sigmoid colectomy.